Event description:
It was reported that display rotation of cardiosave intra-aortic balloon pump (iabp) was too stiff.

Manufacturer narrative:
Due to character limitation, below field are added from e1, event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code), e3 occupation.

Manufacturer narrative:
Updated fields: b4, e2, e3, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b5, e1 initial reporter, h6 health effect ¿ clinical code, medical device ¿ problem code, health effect ¿ impact codes. A getinge field service engineer (fse) checked the device, confirmed that the symptoms pointed out were occurring. Fse disassembled, cleaned, and adjusted the rotating part and confirmed that it now rotates smoothly. Operation check-ok.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) display rotation was too stiff. There was a patient involvement and no harm reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: e3.